Manufacturer narrative:
Pre-analytical sample handling information was not provided. The specimens were serum samples and were stored refrigerated in the automation line stockyard. Qc performed prior to and following the event resulted within the established range. System check performed on 08/15/2007 met specifications. A field service engineer (fse) was dispatched to the customer's lab: the fse performed a verification protocol which passed specifications. The fse observed fibrin inside sample probe was tower nozzle. The fse also observed several samples stored in the stockyard to have contained significant fibrin or clots. The customer was advised to dispatch of applications to assist with sample handling protocol. The fse verified repair per established procedures and results met published performance specifications. A clear root cause has not been determined for this event. A malfunction will be assumed for the purpose of this report.

Event description:
A customer contacted beckman coulter regarding erroneously high troponin (accutni) results that were generated by the unicel dxi 800 access immunoassay system, for one (1) pt. A pt sample was tested for accutni and a result of 5.75 ng/ml was obtained. The sample was re-tested and gave a result of 0.07 ng/ml. The erroneous result was reported outside of the laboratory. Beckman coulter did not received any report of pt injury requiring medical intervention or change to pt treatment attributed to or connected with this event.